Event description:
On 3/13/91 had plates, screws put in back. On 3/10/92 screw broke. 12/10/92 screw and plates removed and spinal fusion redone and bone stimulation device put in. A lot of scar tissue around nerves, legs hurt most all the time, feel real tired. Unable to sit, stand or walk a long or short distance. Sex life is very bad.